Manufacturer narrative:
The specific sample was from a source outside the hospital collected in a vacutainer tube and was less than 24 hours old. Quality controls were run prior to and after the event and were within laboratory established ranges. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found no instrument problems. The fse inspected and verified instrument operation and all measurements were within specification. There have been no more false high eo% results since the one patient sample which was collected from a source outside the hospital. Differential precision results were within specification. Analysis of the raw data showed a reduced amount of events for analysis caused by a high number of events with volume and no rlsn value. It also shows a significant right shift of all populations in rlsn which caused the incorrect segmentation of the neutrophil population. Per labeling, beckman coulter does not claim to identify every abnormality in samples and suggests using all available flagging options to optimize the sensitivity of the instrument results. All flagging options include reference ranges (h/l), codes, and flags. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.

Event description:
A customer contacted beckman coulter (bec) reporting that one (1) patient sample recovered an erroneously high eosinophil (eo%) result generated on the unicel dxh 800 coulter cellular analysis system. When the sample was rerun the results were normal and matched the manual differentials. Further review of the patient data also recovered low neutrophil (ne%) results, in addition to the high eo% results, without instrument flags compared to the rerun results. Manual differential results were not provided by the customer; however, the customer confirmed that the manual differential results correlated to the rerun results. The results provided by the customer are shown in the attachment section of this report. The erroneous results were not reported out of the laboratory. There was no death, injury, or change to patient treatment attributed to or connected to this event.